Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the ins charge was not staying as long. The patient reported that she had increased the amplitude but had done that prior and didn¿t notice a difference in charging. No further complications were reported.